Event description:
The customer ran a test on the contour next ez with the contour control solution. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the test strips for evaluation. New meter, strips and control were sent to the customer.